Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control and 3 high level of hcg urine controls (201.4 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were positive at 3 min read time and met qc specification. Manufacturing batch record review did not uncover any abnormalities. Per pi, "a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. Because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used." Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report from customer of false negative hcg results four times for one patient, two collections. Patient's lmp (B)(6) 2015. Blood work was not ordered for the patient. Positive results were received on another pregnancy test. No additional specific patient information provided. No adverse patient sequela reported.